Manufacturer narrative:
(B)(4). The customer provided three images showing a peel-away sheath and product information. Visual analysis revealed that the peel-away sheath was defective and torn incorrectly. The customer also returned one peel-away sheath for analysis. No definite signs of use were observed. Visual inspection of the sheath revealed that the sheath score lines of the extrusion were wavy/scalloped. The sheath extrusion was still molded onto both tabs. It was also observed that the sheath was split down the entire length of the extrusion. Microscopic examination confirmed the damage. The sheath was not split along the perforated edge. A device history record review was performed and relevant findings were identified. An event investigation form was created for material cs-15232-vfe with batches 33p23k0339 and 33p23k0340 within scope to address the peelaway sheath tears incorrectly defect. The instructions for use (IFU) provided with this kit states "introduce catheter through hemostasis valve/sheath and advance to desired position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample. The returned sheath did not separate along the score lines as intended. Based on the sample returned and the fact that the sheath is a purchased component, this is a supplier issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "during the insertion of the chronic dialysis catheter, a complication occurred during removal of the peel-away sheath. It required an inappropriate effort to separate peel-away sheath. Sheath was separated very slowly in small interval, not continuously. Both parts of the sheath were stiff and sharp. The catheter was not damaged." The device was removed and a second tray was used. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "during the insertion of the chronic dialysis catheter, a complication occurred during removal of the peel-away sheath. It required an inappropriate effort to separate peel-away sheath. Sheath was separated very slowly in small interval, not continuously. Both parts of the sheath were stiff and sharp. The catheter was not damaged." The device was removed and a second tray was used. There was no medical intervention required. The patient's current condition is reported as "fine".